Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was unable to power up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to boot up past the splash screen. The cause for the power-up failure was isolated to a defective sd card. The root cause of the defective sd card could not be positively identified. No adverse event resulted from the defective sd card. The last pt to use this monitor did not report any deficiencies.